Event description:
According to the reporter: the device could not be closed due to a stuck clip. The clips came out of the wrong side.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 07/28/2014.